Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia on an unspecified date in 2025. The patient's blood glucose levels declined to below 40 mg/dl while wearing the pod. Since the event happened a long time prior to the report, the duration of pod wear and the infusion site could not be recalled. The patient received an alert that their blood glucose was low and stood up to administer themselves some glucose. Before being able to administer anything, the patient passed out which resulted in them breaking their arm. The patient¿s wife administered baqsimi and drove the patient to the emergency room, where they were released from later that day. It was reported that since the patient is a kidney transplant patient, they were not eligible to undergo surgery and were advised to let their arm heal naturally. This has resulted in the patient not having full use of their arm compared to be before this event.